Manufacturer narrative:
(B)(4).

Event description:
Procedure type: inguinal hernia repair. According to the reporter: the issue was when doctor removed the scope to then pass the mesh through the cannula that the trap door seal has broken away from the casing. Doctor was able to be resealed/reposition with an artery forcep and continue. Corrective action taken relevant to the care of the patient: none. Nothing fell into the patient cavity.